Manufacturer narrative:
No films have been received confirming the reported event. Review of surgical case records indicate components from two product systems were mixed. This may have been a causal factor in the reported event. No information related to compliance with post-operative care instructions or patient fall/impacts has been received. Labeling review: "compatibility: do not use vuepoint oct system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument (reference surgical technique). Instruments and implants are not interchangeable between systems."

Event description:
Following implantation of a posterior cervical fixation construct on (B)(6) 2015, fracture of a rod and a keel plate screw loosening was reported. No patient injury has been reported. Revision of the construct was reported to have occurred.